Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The device was tested and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear of component parts over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a craniotomy surgical procedure, it was observed that the motor device was making a rattling noise. There were no delays to the surgical procedure as an identical spare identical was available. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.